Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had high blood glucose levels of 263 mg/dl. The patient had symptoms that included confusion, shaking and difficulty speaking, light sensitivity and was nauseous, they then went to the emergency room. They were at the emergency room for 4.5 hours. The patient was treated with intravenous therapy with saline solution and diagnostic blood panels were performed. Patient states they were diagnosed with hyperglycemia and released from the emergency room and was instructed to follow up with their doctor on monday. Patient stated they were still wearing the pod.